Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up, lead insulation damage was suspected on the right atrial (ra) lead but it was not confirmed. A revision procedure was performed. The ra lead was explanted and replaced to resolve the event. The patient is stable.